Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 75 mm x 91 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 26.1 mm to 24.6 mm in diameter. It was reported that, during the index procedure, a proximal type I endoleak or a type IV endoleak was observed originating from near the neck of the infrarenal aorta. The physician elected to touch-up the area with a reliant balloon. The endoleak was reduced but was not completely resolved. The physician elected to complete the procedure with the reduced endoleak still present. Per the physician, the cause of the endoleak cannot be determined. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.